Event description:
The biomedical supervisor of the dialysis center requested an inspection of a baxter 1550 hemodialysis instrument. He stated that at the end of a hemodialysis treatment the patient had expired. The instrument had been taken out of service after the incident. He would give no details regarding the patient or the hemodialysis procedure.